Event description:
Material no: 382644, batch no: 9072807. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the tip was frayed. The following information was provided by the initial reporter: IV started not successful, when removed tip was frayed.

Manufacturer narrative:
Additional information: an additional lot has been added to the complaint. D.4. Medical device lot#: 7031848. D.4. Medical device expiration date: 01/31/2020. H.4. Device manufacture date: 1/31/2017. H.6. Investigation summary: received a total of (B)(4) unused insyte autogaurd bc winged 18ga x 1.16in units. (B)(4) unused units in sealed packages from cat#: 382644, lot: 9072807. (B)(4) unit in a sealed package from cat#: 382644, lot: 7031848. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Two of the catheter/adapter assemblies of lot number: 9072807 displayed flash and characteristic v shape of a spear through at the catheter. On lot number: 7031848 there were no signs of bends, burrs, crimps, curves, holes, kinks, splits, wrinkles or the characteristic v shape of a spear thru, were found in the tubing. The defect catheter tip integrity was identified and confirmed with two retuned catheter/adapter from lot number: 9072807. Conclusion(s): manufacturing. Flash on the tip, the flash was introduced from the tipping process from a damaged (bent or worn) mandrel, temperature needs adjusting, cutter length too short or the tipping force to high. Needle though catheter., the characteristic v shape spear though was from the needle spearing the catheter wall. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 382644. Batch no.: 9072807. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the tip was frayed. The following information was provided by the initial reporter: IV started not successful, when removed tip was frayed.